Event description:
Customer reported not seeing drops of insulin at tubing's end during the fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing cartridge and successfully resuming insulin, indicating no current ongoing problem.